Manufacturer narrative:
Per data log review: the data log review showed that the central control monitor (ccm) lost the air bubble detector (abd) module status several times. The abd log showed that the module went through power cycles several times which could be a connection issue between the abd and the network interface card (nic) or it could be an intermittent abd.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the air bubble detector (abd) was attached to the cerebral perfusion line and the air alarm occurred even when it was off. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
Per clinical review: on (B)(6) 2024, the team experienced a problem with their heart lung machine (hlm) during cardiopulmonary bypass (cpb) whereby an air bubble detector (abd) alarm occurred even when it was turned off. According to the user, when the air sensor was attached to the cerebral perfusion line, the air alarm occurred even when it was off. It occurred when the cerebral perfusion line was connected to the operating field circuit and priming was performed. They finished the case without changing out the abd. There was no delay to the procedure, no blood loss, or adverse event reported.